Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine 10 mg/ml 2.240 mg/day and bupivacaine 12.0mg/ml 2.688 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016. It was reported the patient was refilled (B)(6) 2016 by home infusion. The patient was found unresponsive and taken to the emergency room (ER). The symptoms were thought to be an overdose and seem to be related to a pocket fill but this had not been verified. The pump was set to minimum rate by the ER hospitalist. Narcan was administered and the patient was admitted to the intensive care unit (ICU). As of last night, (B)(6) 2016, the patient was stable. The issue was resolved. Patient status was alive - no injury.

Manufacturer narrative:
Intervention required should have also been marked. Hospitalization and life threatening still apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.